Event description:
The catheter was placed in the artery and at some point during insertion or removal of the catheter, became sheared. The distal tip of the catheter was lodged in the patient and surgical intervention was necessary for removal of the catheter fragment.